Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, 6/7f mynxgrip a sealant came out of the device when removing the device from the patient. Hemostasis was achieved by manual compression for less than 30mins. There was no reported patient injury. The type of procedure the mynx grip was used in was a percutaneous coronary intervention (pci). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was inspected prior to use. There were no anomalies noted at the time. The device stored and prepped per the instructions for use (IFU) and opened in a sterile field. The device was removed from the package per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted. The advancer tube was deployed on the catheter shaft, properly engaged to distal tamp lock, and the sealant was observed to have been exposed to blood, abutting the advancer tube¿s distal end as received. The condition of the returned device indicates an incomplete removal of the device. The returned device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, abutting the advancer tube¿s distal end as received. A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported sealant misdeployment-unable¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrectly following the instructions for use (IFU), may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the advancer tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217904 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 6/7f mynxgrip a sealant came out of the device when removing the device from the patient. Hemostasis was achieved by manual compression for less than 30mins. There was no reported patient injury. The type of procedure the mynx grip was used in was a percutaneous coronary intervention (pci). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was inspected prior to use. There were no anomalies noted at the time. The device stored and prepped per the instructions for use (IFU) and opened in a sterile field. The device was removed from the package per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.